Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mixing pump. The arctic sun 5000 was evaluated. Insufficient cooling identified, faulty mixing pump. Mixing pump was replaced. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed, as5000 system passed all tests, is functioning properly and is ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected

Event description:
It was reported that arctic sun device with serial number (B)(6) was requested from technical support as a loan device for another arctic sun device with serial number (B)(6) and was delivered on 16/08/23. When setting up the arctic sun device with serial number (B)(6), it would only fill 2 liters of water but it was showing as being full. They ran a temperature challenge on the device to see if circulating the water would release any trapped air in system. The temperature of the water would not drop below 21.5c and the circulating water was only 1.6liter. As per follow up information received on 13sep2023. This device was sent as a loan device for an ap system at jrh. When I was setting up the loan, the issues detailed on the compliant form were noted. It was sent back to be repaired and another loan device requested and set up the following week.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device with serial number (B)(6) was requested from technical support as a loan device for another arctic sun device with serial number (B)(6) and was delivered on 16/08/23. When setting up the arctic sun device with serial number (B)(6), it would only fill 2 liters of water but it was showing as being full. They ran a temperature challenge on the device to see if circulating the water would release any trapped air in system. The temperature of the water would not drop below 21.5c and the circulating water was only 1.6liter.